Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device displayed an error notice and the message service required. The philips customer service coordinator clarified that the customer reported "pacer error". There was no adverse pt impact.